Event description:
The customer reported approximately five (5) milliliters of clenz solution leaked on the counter when the instrument was in shutdown involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the sample tube to the flowcell was removed. The fse cleaned and dried the area with gauze and replaced the sample tubing to the flowcell. The fse verified system operation with passing system startup, latron, and controls. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications. (B)(4).